Manufacturer narrative:
Update to b3, g3, g6, h2 and correction to h6 codes and h10 to reflect no product returned evaluation. The device was not returned to edwards lifesciences for evaluation. As no device was returned, no visual evaluation, functional testing or dimensional testing could be performed. No imagery was provided. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of relevant work orders was performed and revealed no other complaints relating to the related complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the events were unable to be confirmed, a complaint history review is not required. The commander with s3/s3u/s3ur IFU was reviewed, as well as the device procedural manual. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve dislodgement and withdrawal difficulties were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''while advancing the delivery system (ds) with valve through the esheath, the patient blood pressure dropped to 30/20. There was difficulty removing the valve and the delivery system into the esheath. It was confirmed by the fcs that the valve did exit the tip of the esheath into the patient. Angiogram revealed rupture of distal ao and possibly left iliac. Ds removed and life saving measures, including evar attempted, but patient never stabilized. The valve was not deployed. One physician questioned if there was anything abnormal about the ''splitting of the esheath+'' and asked for it be reviewed...the balloon and valve were advanced into sheath over the wire. Initially push forces were somewhat tight but no more than usual. There was a sudden reduction in the level of resistance and delivery of catheter could be seen extending into the left side of the abdomen outside the normal course of abdominal aorta. There was a sudden loss of blood pressure. Surgeon removed delivery catheter but valve was no longer mounted on the catheter, exchanged the edwards sheath for a 14fr non-edwards sheath. Despite the valve never having advanced past the distal end of the sheath the valve somehow remained in the patient.'' In addition to, follow-up response indicates the attempts were made to remove valve from sheath during withdrawal: ''when there was withdrawal difficulty, removed the valve and ds from the sheath, did the valve remain on the balloon, or did it dislodge? The valve dislodged''. Per procedural manual, when attempting thv retrieval through the sheath, ''withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position''. Delivery system with valve and sheath should be removed as a single unit once valve is retrieved back into sheath tip. In addition, it was reported that ''splitting of the esheath'' occurred. Withdrawal of the delivery system with crimped thv through a damaged sheath may result in additional resistance if the delivery system or thv interacts with the damaged sheath sections, potentially contributing to the reported resistance during withdrawal. Additional manipulation (e.g. Push/pull) may have been applied to overcome the withdrawal difficulties due to the damaged sheath, causing the valve to subsequently be dislodged from the balloon. In this case, puncture of the sheath liner may have led to the reported aortic dissection of the patient, prompting the need for withdrawal of the delivery system with crimped thv. As such, available information suggests that procedural factors (withdrawal through damaged sheath, excessive manipulation) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02610. Information regarding this case was received during follow up from field clinical specialist, but also voluntary medwatch, mw5153349.

Event description:
As reported by the field clinical specialist (fcs), this was a do no harm case. Right femoral esheath access was gained without issue. While advancing the delivery system (ds) with valve through the esheath, the patient blood pressure dropped to 30/20. There was difficulty removing the valve and the delivery system into the esheath. It was confirmed by the fcs that the valve did exit the tip of the esheath into the patient. Angiogram revealed rupture of distal ao and possibly left iliac. Ds removed and life saving measures, including evar attempted, but patient never stabilized. The valve was not deployed. One physician questioned if there was anything abnormal about the ''splitting of the esheath+'' and asked for it be reviewed. The patient was not alive at the end of the procedure. The valve was not successfully implanted. There was no use error that lead to any negative outcomes or patient injury. A voluntary medwatch was received regarding this case. As reported by the site, ''the balloon and valve were advanced into sheath over the wire. Initially push forces were somewhat tight but no more than usual. There was a sudden reduction in the level of resistance and delivery of catheter could be seen extending into the left side of the abdomen outside the normal course of abdominal aorta. There was a sudden loss of blood pressure. Surgeon removed delivery catheter but valve was no longer mounted on the catheter, exchanged the edwards sheath for a 14fr medtronic sheath. Despite the valve never having advanced past the distal end of the sheath the valve somehow remained in the patient. A reliant balloon was placed in proximal portion of abdominal aorta to assist w/ hemostasis. Vascular surgery was called to assist. Hemostasis was attempted with an endograft. Resuscitation efforts were carried out, patient was pronounced deceased 40 minutes later.''